Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted controller event log file. The log file contained approximately 3.5 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Intermittent no external power, power cable disconnect and low voltage hazard alarms activated on (B)(6) 2023 from 6:51:27 to 6:51:56 due to total losses of power occurring while connected to the mobile power unit (mpu); the intermittent alarm resolved when the controller was connected to a 14v battery. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. Additional information provided stated that the ac power cord had a v-lock connector and that no damage was observed on the patient cable. It was also reported that the mpu (serial number: (B)(6)) would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 08mar2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted to evaluate multiple no external power alarms. The log file captured no external power events on (B)(6) 2023 that occurred while on battery power. It occurred when the patient was switching to a new set of batteries. Additional information was provided that the patient stated that the alarms were due to user error.; they had double disconnected from power. No external power events also occurred on (B)(6) 2023 while connected to the mobile power unit (mpu). Additional information was provided that here was no damage observed on the mpu cable. The ac power cord did not come loose at the wall outlet or from the back of the unit and there were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.